Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a lost sensor during initialization. It was reported that insulin pump was not receiving information from the transmitter. Customer's blood glucose was 9.8 mmol/l. During troubleshooting, customer removed sensor and found that the sensor cannula was missing. Caller was advised to contact healthcare professional to assure that sensor cannula was not still in the body. Sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. During our physical inspection no broken or missing parts were observed.